Event description:
Upon insertion of the iol into the patient's eye, it was noted that the lens had a scratch along the axis of the haptics. The surgeon decided to replace the lens with a new one. A new lens was implanted. The scratched lens was then cut into pieces by the surgeon to facilitate removal. The defective lens was removed and the surgery was completed without further incident.